Event description:
It was reported to philips that the display bezel was damaged, the field service engineer (fse) confirmed the display bezel was damaged and needs replacement. Upon conclusion of the evaluation, it was determined that the display bezel requires replacement. It was replaced along with its associated labels. The device passed testing and was put back into service.